Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an upstream occlusion during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h10: the device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'upstream occlusion' alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.